Event description:
It was reported that a homechoice device experienced an unknown alarm. It was not reported what step in peritoneal dialysis therapy this alarm occurred. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.